Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect; cause was unknown. Tandem technical support assisted the customer to correct time and date settings and resume insulin delivery. Additionally, it was reported that there was a piece of white septum in the syringe. Customer used the same supplies and was able to complete cartridge fill. Customer's blood glucose level was 323mg/dl.